Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated the critical block and inverse critical block did not add to zero. Insulin pump had also received battery failed alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer was assisted with troubleshooting for failed battery test and it was stated that insulin pump did not alarm failed battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.